Event description:
A patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the device was deployed and unable to be removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, no anomalies to the luers, bifurcate or glue fillets. It was noted the balloon was slightly prolapsed near the distal end. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house sheath was flushed. Using an in-house presto inflation device, the balloon was subjected to negative pressure and could not be advanced through the sheath as there was high resistance. The resistance was felt at the proximal end of the balloon as that is the area that would not advance. The balloon catheter was retracted without issue and no other functional testing was performed. Therefore, the investigation is confirmed for the reported removal difficulty as balloon was slightly prolapsed near the distal end, which could have caused difficulty in removal through the sheath. The investigation is confirmed for the identified sheath advancement issues as the device could not advance through the sheath as there was a high resistance felt at the proximal end of the balloon. A definitive root cause for the reported difficult to remove and identified sheath advancement issues could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (device, component, method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. It was reported that during the procedure, the device was deployed and unable to be removed. There was no reported patient injury.